Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported an unconfirmed false positive result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021 on a tested nasal kitted swab. The consumer called on the behalf of her son who was showing symptoms. The consumer reported her son tested positive and wants to know if he can test right away again. The consumer wasnted to make sure her son was really positive. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6 and h2. The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.